Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the basal-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result, the customer went to the emergency room (ER) with a blood glucose (bg) level of 1108 mg/dl; and ketones that were identified as dangerous by a health care professional. Customer attempted to self-treat by consuming carbohydrates; however, required assistance from their spouse who provided glucose tablets, and manual dose injection. Reportedly, customer was treated with intravenous fluids of saline and insulin to address the elevated bg at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.